Event description:
Information was received from a patient who was receiving bupivacaine and dilaudid via an implantable pump for non-malignant pain. It was reported that it was taking forever to connect to the pump and it was getting stuck at 90% since day one. They get frustrated and don't want to use the personal therapy manager but they need it. They get 4 bolus a day. Patient service assisted them with clearing the old data from the handset and close out all apps. They were able to connect to pump very fast and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue. Refer to pe (B)(4) for report of stimulator explant.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.